Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported right deflation. The device has been explanted.

Event description:
Health care professional reported right deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: opening curved on radius, creases fold, wear abrasion and red particles outer device. Leak test and microscopic analysis were performed which identified: striated opening on radius, sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a striated opening on radius assessed as surgical damage and a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening." Additional, changed, and/or corrected data: d.9, h.3, h.6.